Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an outer coil fracture at approximately 24 cm from the is-1 end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered a lead safety switch due to out of range pace impedances of greater than 2000 ohms. Further review also found oversensed noise. A revision was then scheduled and the ra lead was explanted and replaced. During the revision, the lead was found to be fractured. No additional adverse patient effects were reported.